Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on (B)(6) 2021 and the ipg was not placed into surgery mode. Troubleshooting is pending.

Event description:
Additional information received shows that patient underwent surgery on 19nov2021 in which ipg was explanted and replaced. Stimulation was reportedly restored post operatively.